Event description:
It was reported that the patient was experiencing an increase in seizures. The treating neurologist attributed this increase in seizures to low battery life and an expected loss of vns therapy. It was subsequently reported that the generator could interrogate in the replacement surgery, and that the device diagnostics in the surgery registered high impedance with the generator destined for explant. At least the first diagnostic showing high lead impedance was completed prior to an incision being made. The battery status of the explanted generator was neos = no. The high impedance reportedly persisted with the new generator, but resolved when the lead was also replaced. Troubleshooting prior to the lead replacement could not identify a potential lead pin insertion issue. No additional pertinent information has been received to date.